Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was giving inaccurate results compared to another meter. The subject meter read "216 mg/dl" and the other meter read "176 mg/dl" within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.